Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2000, the patient underwent the primary surgery. The surgery was completed successfully without any surgical delay. Details are unknown, but the implants used j-lock/former s-rom. The sales rep was informed by the surgeon that the patient had begun to dislocate around april of this year. Revision surgery was performed on (B)(6) 2024. The stem was scheduled to be removed, but the surgeon changed the schedule during the surgery because the patient was (B)(6) years old. After the liner was finally removed, a cement cup from another company (zb) was fixed and a 22 mm +0 head was inserted. No further information is available.